Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: the complaint is duplicated.-the pump¿s cover was removed, intermittent connection was found to the glucose monitor module due a not fully seated flex connection: the pump was able to pair with a transmitter after tightening the glucose monitor module flex connection.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (dex 90 cgm data failure alert) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.